Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: a very young patient, age unknown, was implanted with expert rafn approximately four (4) years ago. Patient requested the hardware be removed with surgeon informing patient there could be some difficulties due to the amount of time passed since implantation. Patient was returned to the operating room on an unknown date. During the removal it was found the nail could not be removed. The threads of the extraction screw were damaged and it is possible the inner threads of the nail were damaged. The screws and nail cap were removed. Patient is still implanted with the nail. It is not known if another attempt will be made to remove the nail. This is two of two reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 2 of 2 for complaint (B)(4). This report is for an unknown nail.